Manufacturer narrative:
The clip applier instrument has not been received for failure analysis evaluation. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon mentioned that a clip he had placed broke. The surgeon found and removed the clip with no harm to the patient. The surgeon could recall the exact date of the procedure and if the event had already been reported as a complaint. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.